Manufacturer narrative:
The black bar on the egm strip appears when the egm freezes. The data displayed on the marker chain are correct and the test needs to be re-started in order to see the egm. The root cause is not known.

Event description:
Reportedly, during the ventricular threshold test, a black bar appeared on the screen. When changing the window to perform the atrial threshold test, the black bar disappeared.

Event description:
Reportedly, during the ventricular threshold test, a black bar appeared on the screen. When changing the window to perform the atrial threshold test, the black bar disappeared.